Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have scratch marks/abrasions on the instrument's tube extension. Tube extension scratch marks measured roughly 0.042¿ - 0.109¿. The complaint regarding damaged coating was confirmed by failure analysis.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged coating, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the coating of the instrument was damaged. The initial report and the follow up information were ambiguous. Customer was unable to provide specific information. However, damaged insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the coating on the instrument monopolar curved scissor is damaged at the end of the top. No fragments fell into the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting (before anesthesia) the procedure and the instrument was not used. No further information is available.